Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2013, the patient¿s blood glucose (bg) was over 500 mg/dl with symptoms of diabetic ketoacidosis, large level of ketones, drowsiness, vomiting, difficulty waking up and abdominal pain. It was reported that the patient was treated with intravenous fluids and insulin via injection by medical personnel at the emergency room. The patient allegedly discontinued pump therapy with adjustment to the basal rate, bolus settings and insulin on board settings. It was reported that there was an inaccurate delivery issue with the pump. Information was not provided regarding potential inaccurate delivery issues, potential bg issues or potential perceived inaccurate delivery issues. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue or unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged delivery issue was not duplicated. Review of black box data found the current date range did not cover the complaint date due to continued customer use. The available current date range did not show any alarms or warnings related to the complaint. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.